Event description:
Bard 8 fr powerport port-a-cath identified as having fractured tubing. Surgically removed from patient in operating room. Dates of use: (B)(6) 2012-(B)(6) 2014. Diagnosis or reason for use: chemotherapy.